Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results was due a cracked wash 1 tubing and lid. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp tniu results were obtained on patient samples. The results were reported to the physician(s). Upon retest, the corrected result was reported to the physician(s). Patient (B)(6) underwent cardiac catheterization and patient (B)(6) underwent medical consultation.